Event description:
Pt status post dhhs system implantation and presented to hospital complaining of pain. An x-ray revealed the helix blade was broken. Surgeon removed hardware and revised to bipolar hip system.

Manufacturer narrative:
Additional info has been requested. Implantation date approximately few months ago. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.